Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient with an implanted neurostimulator (ins) that for about 6 months to a year he's noticed that the ins amplitude will revert to the previous amplitude after turning the ins off and back on. As an example, patient explained that if he were to increase the amplitude by 0.1 the patient programmer displays the new amplitude on the screen. After increasing the amplitude, patient stated that he will turn the ins off, but when he turns the ins back on he notices that the amplitude reverts to the previous amplitude (0.1 less). Patient said that this issue is "pretty random" and has only happened 3 or 4 times, which makes him think that it may be user error. The patient stated it has happened with both implants. Patient services asked if the patient sees any specific screens when while he's increasing the amplitude, but he stated that the programmer displays the amplitude correctly after he increases it initially. Patient services reviewed that the programmer appears to be working properly and redirected patient to his provider for programming assistance. No symptoms were reported.